Event description:
It was reported that stent damage occurred. The 92% stenosed, 26-28mmx3.75-4.0mm target lesion was located in the proximal end of the right coronary artery. A 4.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient status was stable.